Event description:
It was reported that pump battery did not charge properly and charging connection remained unstable, requiring caller to hold cable or position pump carefully for charging to be recognized. There was no reported impact to the customer¿s blood glucose level. Customer tried using tandem wall adapter, original charging cable, and different charging cable without resolving issue, and technical support reviewed photos, determined issue originated from pump, and arranged replacement pump under warranty while instructing customer to continue using current pump until replacement arrived, allow battery to fully deplete before return, send pump back within specified timeframe, and set up pump settings and glucose monitor on replacement device.